Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had error code 13 at power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the reported issue, but determined that multiple parts were needed to be replaced as per the service manual. The stm ordered the necessary parts then returned at a later date and replaced the coiled cord cable, and executive processor board then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had error code 13 at power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm has not been able to reproduce the issue at this time. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had error code 13 at power up. There was no patient involvement, and no adverse event reported.